Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was seen because, there was an alarm for noise on the lead. All measurements were stable and no noise was found during pocket manipulation; therefore the lead remains in use. No patient complications have been reported as a result of this event.